Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; severely angulated proximal neck. Conclusion: endoleak. Anatomy related; severely angulated proximal neck.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 52mm diameter and 82mm in length abdominal aortic aneurysm. The proximal neck was 25 mm in diameter and 18 mm in length. The left common iliac artery was 18 mm in diameter and the right common iliac artery was 16 mm in diameter. The right internal iliac artery measured 15 mm in diameter and the left internal iliac artery measured 18 mm in diameter. It was reported on a recent follow up that there was a type I endoleak. It was reported that the patient was treated with an aortic cuff; however, the endoleak did not resolve. The patient will be monitored by their physician. No additional clinical sequelae were reported. The physician commented that it is the case that proximal neck has severe curvature. Therefore endoleak might be caused by the vessel form which was back to the original tortuous shape though it was straightened after the device implant.